Event description:
Healthcare professional (hcp) reported a blood leak on a CT 190g dialyzer. The blood leak was observed five minutes into the procedure and was confirmed by a positive hemastix result. The reuse number was not known by the reporter. A new dialyzer and blood lines were set up and the treatment continued without further incident. No patient injury or medical intervention was reported by the hcp.